Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The rep found an intermittent hand switch and ordered a replacement. After replacing the hand switch, the imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that when the rt attempted to acquire a 3d spin, nothing happened after the confirmation beeps. They had green, ready to acquire message, would hold the acquire 3d image button on the hand-switch down, but the rotor would not move inside the imaging system gantry. The spine software showed, "patient being scanned" and would not change from that status. They rebooted spine software, confirmed green connection, same result occurred. The rep unplugged umbilical cable to check battery levels and both motion and x-ray showed full. The surgeon moved the reference frame to point at the foot of the bed to utilize the other wireless tracker because the first one seemed to be flickering in tracking view. Neither 2d or 3d images could be acquired at this point so navigation and imaging were discontinued and the case was completed with a c-arm. The delay to the case was about 40 minutes while troubleshooting. There was no change to the surgery and no reported impact to the outcome of the patient.